Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt received a pump exchanged due to bodily fluid coming from the driveline (infection).